Event description:
Reportedly, on (B)(6) 2013, the pt presented with arrhythmia but the implanted ICD system failed to deliver appropriate defibrillation therapy with shocks at maximum energy. When the pt arrived at the clinic, the arrhythmia was on going, and upon interrogation of the ICD (sorin model: ovatio vr 6250, sn: (B)(4), MDR: 9610579-2013-00028) the device displayed the following warning message: "shock impedance low: defibrillation system inefficient." On (B)(6) 2013, a synchronous shock in the operating room was attempted but failed with the same warning message and no shock was delivered. The system was replaced.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.